Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted into a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there was mild calcification and mild tortuosity. The iliac limbs were 7 mm to 10 mm in diameter. The reported cause of the occlusion is anatomy related, a ring of plaque right at the flow divider that resulted in the graft kinking. The procedure was completed. Post-operative (same day) the patient experienced a cold leg. The physician performed a femoral endarterectomy and noticed that there was no blood flow to the ipslateral limb. The physician elected to implant two 10x30 cobalt medtronic stents (kissing technique) and the blood flow was restored. No additional clinical sequelae were reported and the patient is fine. Review of pre-implant images revealed that the proximal neck was long and straight, and contained circumferential calcification along its entire length. The approximate proximal neck flow lumen diameter was 19mm just below the lowest renal, 1cm lower measured 22 x24mm, 3cm below the renals was 18 x 20mm, and 4cm below was 17x18mm. Just above the aaa the calcified neck narrowed down to 14x16mm. The max diameter aaa was 5cm. The distal aortic diameter was 15mm. The iliac arteries were non-tortuous but calcified. The cause of the reported stent graft occlusion could not be determined from the images provided. Films during and post-implant were not available for review. It is likely that the patient¿s difficult anatomy (severely calcified, long and narrow neck) contributed to the occlusion.